Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The cause of the failure was due to a short (~30 ohms) between the trace from pin1 of j101 and ground. Solder was removed from the lead and found a depression which was most likely from a test probe. The depression was allowing the pad of pin 1 of j101 to short to the ground plane inside the pcb. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2006. It was reported that the patient experienced difficulty charging followed by a complete inability to communicate with the ipg. The ipg was tested when it was explanted on (B)(6) 2007 and it would still not communicate. The ipg was returned to ans for analysis.